Event description:
It was reported that, during a laparoscopic hysterectomy, the electrode broke during use. The surgeon used the device with the electrode bent. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: u94y0k. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the eps06 device was received with the electrode not present and not returned. The instrument was disassembled and it was noted that the electrode was missing distal to the weld. There was a portion of the electrode attached to the inner tube at the weld. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It could not be determined what may have caused the incident reported. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.